Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respects to the reported false upstream occlusion alarms, which were not reproduced. The false messages were found in the event history log review, confirmed and were found to be caused by low fluid numbers and a failing upstream sensor. Low fluid numbers will make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the livestream occlusion message. It was also reported there was no patient injury.